Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event upon waking while using, dexcom g7 with the ilet system, self-treated with carbohydrates without a confirmatory fingerstick, and subsequently experienced a transient high glucose with a reported peak of 261 mg/dl and approximately one hour above 180 mg/dl. Symptoms included disorientation during the low glucose episode. Outcomes included no professional medical intervention, no assistance required, and no ketone testing. Investigation included complaint intake, troubleshooting, and education on hypoglycemia treatment using the 15/15 rule and appropriate use of oral glucose. Investigation of this case revealed no device malfunction or alarm concerns, and the event was consistent with hypoglycemia of unclear cause followed by corrective intake leading to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.